Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024, the patient faces that four infusion sets were fell off during use which led to high blood glucose level of 570mg/dl. The duration of events were 2 hours, 2 days, 36 hours, and 4-6 hours respectively. Patient taken bolus via pump as correction treatment. Due to high blood glucose level the patient was hospitalized on (B)(6) 2024 and duration of stay was 4.5 hours. The patient was tested for high ketone levels. During hospitalization, the patient received fluid and insulin intravenously as treatment. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-14096 - device 4 of 4.